Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery also, e70 error alarm confirmed in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm. The customer had filled his cannula when the alarm occurred. The customer also received a motor position encoder error. The customer's blood glucose level was 211 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.